Event description:
Knees swelled [joint swelling]. Extremely sore, painful knees [arthralgia]. I could not walk [abasia]. Problems walking [gait disturbance]. Bilateral knee stiffness [joint stiffness]. Difficulty bending both knees [joint range of motion decreased]. At times his legs buckle [joint instability]. Both knees were drained [joint effusion]. Case description: spontaneous report was received on (B)(6)-2011 from a male pt, (B)(6), with knee swelling, knee pain, knee effusion and difficulty walking. The pt reported that after his third injection of synvisc, his knees swelled to the point where he could not walk (date not provided). The pt reported that he also has been experiencing knee pain and difficulty walking. The pt reported that his doctor gave him "pain pills", but did not specify further. The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered. Add'l info was received on (B)(6)-2011 from the pt, which upgraded the case to serious. The pt's medical history is significant for osteoarthritis in both knees. The pt reported that his dob was (B)(6). On (B)(6)-2011, the pt received his first synvisc injection in each knee. On (B)(6)-2011, the pt received his second synvisc injection in each knee. On (B)(6)-2011, the pt received his third and final synvisc injection in each knee. The pt reported that since the third injection, he has been experiencing intense bilateral pain, swelling and stiffness in both knees. The left knee pain and swelling was worse than the right knee. The pt reported that he also has been having difficulty bending his knees and that, at times, his legs buckle, making it "extremely painful to walk." The pt required treatment for his symptoms. On (B)(6) 2011, the pt underwent bilateral knee joint aspirations. On (B)(6)-2011, the pt underwent a left knee aspiration and also received an injection of cortisone in each knee (dosage not provided). The pt reported that synovial fluid cultures were taken, which were negative for infection and gout. The pt reported that he also has been treating his symptoms with ice and ibuprofen (dosage not provided). The product lot number was not provided. At the time of this report, the outcome of the pt was not yet recovered.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by the report.